Event description:
It was reported that a right ventricular lead was being repositioned due to exhibiting a high capture threshold. During this repositioning procedure, the stylet would not go down the lead. Despite attempting this with multiple stylets, the guidewires would not proceed, and so the physician elected to completely remove and replace the lead with a new unit. The patient was stable post procedure.